Manufacturer narrative:
Logs shows that there are no damage due to the overheating even though cosmetically some damages are visible. Blower was replaced.

Event description:
The customer reported that alarm 316 - "blower failure" active on this unit. The customer reported there is patient involvement and the nurse remove the ventilator and do a manual ventilation but there is no injury associated with the event.